Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that via the remote patient monitoring system, this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing lead impedance and shocking lead impedance measurements. This tachy device remains in service. No adverse patient effects were reported.